Event description:
After removing an instrument panel, customer called in to state he had rec'd a cut to his hand. When asked to describe his injury, he said that it was "like a paper cut". No info was provided as to any additional treatment required.